Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) of 2007. Philips field service engineer (fse) evaluated the system and determined that the marking lasers are positioned at 600mm instead of the 500mm position specified in the site planning documents. This contributes to the table sag measurements. The table sag specification of +/-2mm is for marking lasers positioned at 500mm; with the lasers placed at 600mm the sag will be greater. It was recommended to the customer to reposition the marking lasers to the specified 500mm position as specified in the site planning documents, and verify proper setup of the pt support. (B)(4).

Event description:
Philips received information from a customer site that measurements taken for radiotherapy planning, using the therapy couch top for their brilliance big bore system, do not match between simulation and real pt situations. The customer stated that for CT simulation, the couch moves from the setup position through the scan positions, then back to the setup position where the lap lasers are moved to the isocenter of the tumor volume. This location is tattooed onto the pt's skin and these tattoos are then used for setup on the linear accelerators for treatment. If, for example, the CT couch top is sagging up to 4 mm between the setup position and the scan position, then an error of up to 4mm can be expected on the tattoo location, and therefore a systematic error in the treatment setup, which the customer would need to adjust for each day. There was no report of injury to a pt as a result of this event.